Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the inner sheath broke off inside the patient. It was reported that the ceramic insulation was damaged by contact with a surgical equipment and that the fracture injured the prostate, resulting in a considerable bleeding. The procedure was then changed to a therapeutic transurethral resection of the prostate (turp) procedure and completed with a similar device. No fragment remained inside the patient since it was reportedly retrieved.

Manufacturer narrative:
Device manufacturer date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan. The investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. However, no part was missing since the complete fragment was returned as well. Furthermore, there are sharp edges at the ceramic insulation and the broken-off fragment, and the surface of the ceramic insulation shows several dents. These were most likely caused by laser irradiation. Therefore, the cause of this damage and the breakage of the ceramic insulation is assumed to result from mechanical and/or thermal overload. Thus, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.